Event description:
Event reportable based on the initial device analysis. It was reported that while removing the floppy rtw from the package, the physician noticed a kink in the distal part of the guide wire. The 99% stenosed lesion was located in the calcified and severely tortuous right coronary artery (rca). The physician used another of the same device to successfully complete the procedure. No patient complications were reported. The patient was noted to be in good condition post-procedure. Device analysis revealed a core wire fracture.

Manufacturer narrative:
The visual examination revealed a core wire fracture at 1.7 cm proximal to the distal tip. All fracture segments were received for analysis and examined using scan electron microscope (sem). Both fracture surfaces exhibited a fibrous appearing material running along the length of the wire. This condition is representative of a bending type fracture which indicates the core wire fractured as a result of a bending overload moment. No material anomalies were noted. A review of the device history record revealed no anomalies related to the complaint. The most probable root cause can be attributed to handling.